Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: (B)(6), 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order. However, it is not similar to the issues reported in this investigation. No further escalation is required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity¿ unknown, not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was removed and replaced from the patient's operative eye in a secondary procedure due to hyperopic post-operative result, and blurry distance vision. The onset date was (B)(6) 2021 during the post-operative visit. An incision enlargement and sutures were required. The replacement lens is another toric lens. Visual acuity pre-operative was 20/20. Visual acuity post-operative was 20/25 -2 blurry. Manifest refraction (mrx) +0.75 = 20/20. No further information provided.